Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Fa found the primary failure of broken tube extension to be related to the customer reported complaint. The mcs instrument was found to have a broken tube extension at the distal end. There were no pieces missing. Common causes of the failure mode of the broken instrument tube extension are typically attributed to mishandling/misuse. This may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over-molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enables prolonged chemical exposure and hence accelerating material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over-molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage. Additional observation not reported by site: the instrument was found to have blade damage. Both blade edges were indented, which prevents the blades from closing. Common causes of the failure mode mechanical indentations/burrs instrument blades are typically attributed to mishandling/misuse. Nicks and gouges on the instrument blades may be attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage), mishandling the instrument, or misusing the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, once the clamps were on the robot and in the patient, the surgeon was surprised that the scissors were taken away from him. While no one touched anything on the operating field, they have "unclipped" by themselves. The scissors were then put back in place without problem. As soon as the surgical procedure started, they got they got stuck and "twisted". The surgeon, from the console, was not able to put them back in place and move them at all. As they were bent, it was impossible to remove them by the trocar. So the site had to remove everything, the trocar as well as the scissors to remove them from the patient. Once out, the customer had to force to untwist them in order to remove them from the trocar. There was loss of time during the surgical procedure because customer had to remove the robot to remove the trocar with the twisted scissors, then to put it back in place. This could have injured the tissues inside the patient and the abdominal wall due to the twisted position. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the monopolar curved scissors (part# 470179-19 / lot# k11220314 0728) associated with this event has been performed. Per this review of the logs, the following was confirmed: the instrument was used on (B)(6) 2022 via system serial# (B)(4). There were 5 uses remaining after this last usage. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the monopolar curved scissors instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.